Manufacturer narrative:
Investigation summary: we connected the end (lock connector) of our infusion set to the actual product we received and confirmed the flow, and it flowed without problems. Although visual inspection was conducted, no abnormalities such as damage or deformation were found. Since no abnormality was found in this product and reproducibility was not obtained, it was estimated that this event was a problem with the fitting section with the infusion set connected to this product. It was considered that the q-site septum did not open properly due to incomplete connection or loosening of the mating part, and the drug solution did not flow. When connecting to a third-party infusion set or syringe, the opening of the septum may be small due to differences in the length of the lock connector insert and other factors. Customers should be careful not to apply an excessive load during use, and periodically check for abnormalities such as loose or broken connections, leaks of chemicals etc.

Event description:
It was reported that flow issues occurred with a ext/red/1cq/mq/std/20 cm. The following information was provided by the initial reporter, "infusion didn't flow in the line."